Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: a review of the black box verified a call service 162 ¿loss of prime" event with a low non-zero force. Investigation testing was unable to duplicate the alleged call service 162 "loss of prime" during basal duration testing. The force sensor calibration test confirmed the force sensor was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.